Event description:
The customer reported a contained fluid leak of an unspecified volume from the wash truck (rinse block) of the coulter lh 500 hematology analyzer. The fluid leak was a mixture of diluent and blood. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the rinse block was misaligned and caused the leak. The fse adjusted the rinse block and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).